Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the synchron lx I 725 instrument. Accu tni results were reported out of the lab and questioned by a physician. The samples were retested on a different instrument and accu tni results were significantly lower. It is unknown how many patients were affected in this event. Multiple attempts have been made to obtain patient results; however, no data supplied to date. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc and system check information was not provided. Pre-analytical sample handling information was not supplied. No other results were questioned at this time. A field service engineer (fse) was dispatched to the customer's lab. The fse inspected the instrument and found a defective wash valve. The fse replaced the valve. The fse performed required verification procedures and all results passed. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.